Event description:
Unknown - "user reported the red button to be blocked in a suction position. As a consequence, suction was continuous." Patient status - "ok."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the handpiece was dismantled and was missing a spring. A spring was attached to the unit and the handpiece was actuated by repeatedly depressing the suction button. No defects were observed and the device functioned as intended. All final assembled handpieces are leak tested at both suction and irrigation valves to ensure the seal functions properly. Through user's interaction with the handpiece, the smoke evacuation feature may have been unintentionally activated. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has re-designed the handpiece intended to minimize the potential for this type of incident to occur. This lot was built prior to the implementation of these enhancements. This document represents our final report.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.